Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, thrombus within the stent was detected during routine follow-up CT, with no endoleak identified. The physician will continue to monitor the patient who is reportedly in good condition. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of an intramural thrombus within the stent. The procedure-related harms and device, user, procedure, or anatomy relatedness of this complaint could not be determined. The final patient status was reported to be good. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.